Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage.

Event description:
It was reported that the ar-3638 fibertak malfunctioned during a procedure. The knotless fibertak was implanted correctly but while trying to shuttle the repair suture through the knotless mechanism, the suture would not pass. The implant was left in the patient and the repair suture was cut out using arthroscopic cutter and shaver. The case was completed successfully using push lock and labral tape. No additional incisions were necessary.